Event description:
It was reported that when using the bd pyxis¿ es server, the user was not able to access pyxis enterprise server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date & imdrf annex codes. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigating the device involved in the incident, it was found that the pyxis enterprise server could not be accessed. A technical support specialist (tss) remotely connected to the server and observed that the site and related applications were not loading. The tss suspected that a recently bound security certificate was contributing to the issue and attempted to rebind the certificate and apply configuration updates, but these steps were unsuccessful. With customer approval, the tss rebooted the database, application, and reporting servers, which had not been restarted for a long time. After the reboot, disk space was optimized and required network ports were confirmed accessible. Further testing showed that access worked only when elevated privileges were used. As a temporary workaround, the system was accessed successfully through an alternate production link from a test server. The tss then worked with the it team, who updated the certificate bindings with a new certificate authority and an added subject alternative name. After these updates were applied, the customer confirmed that access to the pharmacy enterprise system was restored, and the case was closed. The system functioned as intended after the tss completed the troubleshooting.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user was not able to access pyxis enterprise server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.